Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed that the right lead exhibited all high impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the right lead was replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.